Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the low tsh results. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results from 1 patient sample tested for elecsys ft3 iii (ft3 iii), elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh). The customer provided the patient sample for investigation. Of the data provided, erroneous ft3 iii, ft4 ii and tsh results were identified between the customer's cobas 6000 e 601 module, a centaur analyzer, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The initial results from the customer site were reported outside of the laboratory. This medwatch will cover tsh. (B)(6). Refer to attached data for the patient results. There was no allegation that an adverse event occurred. (B)(4). The tsh reagent lot number used at the investigation site was 260471 with an expiration date of mar-2018.